Manufacturer narrative:
A device history record (DHR) review of complained lot was completed, the products were manufactured according to quality requirement and released according to established procedures, no related issues related to this complaint for this lot. Ten pieces retained samples of affected lot were also inspected; there was no any damage or scratch observed. Injection process, assembly process and package process were reviewed further, no any abnormalities and irregularities were found and all syringes were visual inspected before packed into inner boxes manually. The investigation indicated that no cracked syringe during manufacturing, but the root cause probably is impact force after shipping or during handling and/or transportation caused cracked syringe. The impact test was performed by manufacturer and the test samples also were cracked. Since it¿s not related to manufacturing processes, the corrective and preventive actions will not be taken at this time.

Manufacturer narrative:
Submit date: 04/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states about 8 syringes in the box are received cracked.